Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 05-apr-2024, it was reported that the infusion set fell off during use. The infusion had been used for less than 24 hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.